Event description:
It was reported that during a gastric bypass procedure, the user attempted to load a blue cartridge into the device. The user was unable to load the cartridge and then noticed the "45" was missing from the staple retaining cap to indicate it was a 45mm cartridge. Two additional sterile cartridges were found to be missing the "45" printed on the staple retaining cap. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that three ecr45b cartridge reloads were received. Cartridge (a) g51e79 was received unfired and in good visual conditions. Cartridge (b) ecr45b, g51419 was received unfired and inside its sterile package. Cartridge (c) ecr45b, g51v01 was received unfired and inside its sterile package. The returned reload (a) was loaded into a test sc45 device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded and removed without any difficulties during testing. The packaging labeling identification issue could not be confirmed as the package was identified correctly and no anomalies were noted on the labeling during visual inspection. It should be noted that the cartridge retainer has been modified to show the 45mm on top of the cartridge, however this device was produced before this modification.

Manufacturer narrative:
(B)(4).